Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the imaging catheter tip was stuck in the lesion. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. An opticross¿ imaging catheter was selected for use. During the procedure, lost image occurred when pullback was performed. It was also noticed that the tip of the opticross¿ was stuck in the calcified lesion. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported.